Manufacturer narrative:
The product has been received and a follow-up report will be submitted when the investigation is completed.

Event description:
Complainant alleged that while transporting a pt (age and gender unk) the device displayed a "run-time calibration failure" message and all the buttons were inoperable. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The smart pneumatic module was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.